Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to the service department of olympus india. The inspection of the subject device by the service department of olympus india confirmed followings; b1 board was failure. The service department of olympus india checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus india, there was the possibility that the reported phenomenon was attributed to the failure of b1 board due to the aging deterioration because more than 6 years had passed from the subject device had been manufactured.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the endoscopic image was not displayed on the monitor when the user turned on the power. The endoscopic image was displayed after 15-20 minutes of switching on the monitor. The user also found that the back panel was heated abnormally. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.